Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. The patient also reported experiencing pain. The patient was seen for a revision procedure where the lead was removed via laser. Shortly after the lead was removed the patient experienced a significant drop in systolic blood pressure. A pericardial window was performed and a perforation was discovered at the location of lead removal. The patient experienced cardiac arrest and cardiopulmonary resuscitation was performed. A pericardial drain was placed. The entire system was removed and the patient was fitted with a life-vest. The patient was sent home to recover with consideration of re-implantation in the future. The lead was discarded.